Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2 and basedow's disease. Concurrent conditions were listed as body mass index normal and menopause (started at 44 years of age). In 2008, the patient had essure inserted. In 2010 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2025. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the event had resolved. The reporter considered pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in date of birth: on (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.641 kg/sqm. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2 and basedow's disease. Concurrent conditions were listed as body mass index normal and menopause (started at 44 years of age). In 2008, the patient had essure inserted. In 2010 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2025. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the event had resolved. The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.641 kg/sqm. The most recent follow-up information incorporated above includes data received on 26-may-2025: patients date of birth & age added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2 and basedow's disease. Concurrent conditions were listed as body mass index normal and menopause (started at 44 years of age). In 2008, the patient had essure inserted. In 2010 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2025. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the event had resolved. The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.641 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.